Event description:
Reporter used patch on her side and wore for eight hours. When she removed patch some skin pulled off with it. She has second degree burns and blisters on her side. She plans to see her physician.